Event description:
Device 1 of 3: MFR reference report: 3006705815-2019-01002, and 3006705815-2019-01003. It was reported that the patient did not have adequate pain relief from therapy. The system was explanted on (B)(6) 2019. Issue resolved.